Event description:
It was later reported that the patient was assessed on (B)(6) 2013 and was noted to be ¿improved¿. It was noted that the patient's normal respiratory rate during sleep was around 30. With regard to the aspiration pneumonia and symptomatic epilepsy, respiratory rate would increase when the patient suffers from pneumonia or seizure, but these diseases would not affect the respiratory rate when the patient developed no symptoms.

Event description:
It was reported, the patient experienced aspiration pneumonia and a cerebrospinal fluid (csf) leak. The patient visited the hospital on account of a fluid accumulation around the pump, and at that time a contrast examination was performed. It was indicated that aspiration pneumonia was noted at the start of the screening process and was "only minor". Conflicting csf leakage onset dates of (B)(6) 2012 were reported. Subcutaneous fluid was collected around the pump and the back region and was diagnostically observed, (B)(6) 2012. A contrast examination was performed, (B)(6) 2012, no abnormality with the pump system identified. Hence a csf leakage was identified the reporter stated that "the contrast examination revealed no abnormality. A leakage of cerebrospinal fluid was determined. The patient will be put under observation." The patient required hospitalization or prolongation of hospitalization for treatment of adverse event. Under observation over the course of several days the swelling dissipated. No interventions were required and patient recovered as of (B)(6) 2012. The event was not caused by the drug, procedure, or drug pump system. The medication in the pump was gabalon. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_cath serial# (B)(4), implanted: unknown, product type catheter. (B)(4).